Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("removal of the small floater in the peritoneal cavity") and device breakage ("peritoneal washing and removal of the small floater in the peritoneal cavity / there was noted a small maybe 1 rom floating material in the right pelvic cavity") in a 32-year-old female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bipolar disorder, cervicalgia, chronic back pain, fibromyalgia, gerd, myofascial pain syndrome, plantar fascial fibromatosis, mood change, pelvic discomfort, prostate cancer, thrombosis and melanoma. Previously administered products included for an unreported indication: lamictal and risperdal. The patient also had a family history of prostate cancer. Concomitant products included biotin since 2014, diclofenac from (B)(6) to (B)(6), hydroxychloroquine from (B)(6) to (B)(6), loratadine since 2014, omeprazole since 2011, paroxetine hydrochloride (paxil) from (B)(6) to (B)(6) and ziprasidone from (B)(6) to (B)(6). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain ("pain /pelvic pain"), alopecia ("hair loss"), hypersensitivity ("allergic hypersensitivity reactions"), urinary tract disorder ("bladder or urinary problems or changes urinate regularly") and bladder disorder ("bladder or urinary problems or changes urinate regularly") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain,"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient experienced urinary tract infection ("infections (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"), abdominal pain ("abdominal pain"), pollakiuria ("urinary frequency") and adenomyosis ("other injury(ies) or complication (s) please describe: adenomyosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, device breakage, anxiety, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, hypersensitivity, abdominal pain, pollakiuria and bladder disorder outcome was unknown, the pelvic pain, weight increased, fatigue, dyspareunia, endometriosis, urinary tract disorder and adenomyosis had resolved and the alopecia was resolving. The reporter provided no causality assessment for device breakage and device dislocation with essure. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, bladder disorder, depression, dyspareunia, endometriosis, fatigue, hypersensitivity, menorrhagia, pelvic pain, pollakiuria, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Current weight 271 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: confirmed proper placement. Concerning the injuries reported in this case, the following one were described in patients medical record:weight gain, hair loss, dyspareunia, adenomyosis, device dislocation and device breakage. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs + mr received reporter information and lot no was added. New event vaginal bleeding, menorrhagia, uti, dyspareunia, endometriosis, adenomyosis, allergic hypersensitivity reactions, urinary disorders, bladder disorders, abdominal pain, urinary frequency were added from pfs. Event was required to undergo a surgical procedure with the removal of essure device is updated with event removal of the small floater in the peritoneal cavity and event there was noted a small maybe 1 rom, floating material in the right pelvic cavity were added from medical record and event outcome updated. Concomitant drug and historical drug was added. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("removal of the small floater in the peritoneal cavity") and device breakage ("peritoneal washing and removal of the small floater in the peritoneal cavity / there was noted a small maybe 1 rom floating material in the right pelvic cavity") in a 32-year-old female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bipolar disorder, cervicalgia, chronic back pain, fibromyalgia, gerd, myofascial pain syndrome, plantar fascial fibromatosis, mood change, pelvic discomfort, prostate cancer, thrombosis and melanoma. Previously administered products included for an unreported indication: lamictal and risperdal. The patient also had a family history of prostate cancer. Concomitant products included biotin since 2014, diclofenac from 2012 to 2014, hydroxychloroquine from 2013 to 2016, loratadine since 2014, omeprazole since 2011, paroxetine hydrochloride (paxil) from 2011 to 2015 and ziprasidone from 2013 to 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain /pelvic pain"), alopecia ("hair loss"), hypersensitivity ("allergic hypersensitivity reactions"), urinary tract disorder ("bladder or urinary problems or changes urinate regularly") and bladder disorder ("bladder or urinary problems or changes urinate regularly") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain,"), 5 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary tract infection ("infections (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"), abdominal pain ("abdominal pain"), pollakiuria ("urinary frequency") and adenomyosis ("other injury(ies) or complication (s) please describe: adenomyosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, anxiety, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, hypersensitivity, abdominal pain, pollakiuria and bladder disorder outcome was unknown, the pelvic pain, weight increased, fatigue, dyspareunia, endometriosis, urinary tract disorder and adenomyosis had resolved and the alopecia was resolving. The reporter provided no causality assessment for device breakage and device dislocation with essure. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, bladder disorder, depression, dyspareunia, endometriosis, fatigue, hypersensitivity, menorrhagia, pelvic pain, pollakiuria, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Current weight 271 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed proper placement. Concerning the injuries reported in this case, the following one were described in patients medical record:weight gain, hair loss, dyspareunia, adenomyosis, device dislocation and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("was required to undergo a surgical procedure with the removal of essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed"). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, endometriosis, weight increased, alopecia, fatigue, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, endometriosis, fatigue, medical device removal and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.